Event description:
Doctor reported horizontal fracture of uniscrews. Screws were completely removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. Three titanium hexed uniscrew, unit were returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screws were fractured at the threads. Only the head of one of the screws was returned. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions were noted on the complaint. The reported devices were located on unknown tooth sites. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: 'precautions' 'breakage' 'warning' per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review was completed for the subject lot number (1178949-cn). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR.lot was inspected and passed all acceptance criteria by qa. Complaint history review: a lot number specific complaint history review was performed for the subject lot number (1178949-cn) and there are no existing nonconformances/CAPA/hhe/d/ie/product holds for the reported device for similar events (complaint category keywords: fracture screw). Post market trend review: may post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (unit). Malf/event: based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation.

Event description:
No further event information is available at the time of this report.